Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on her back. The irritation was described as an itchy rash under the therapy pads. The patient reported the garment was too tight. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was remeasured and issued larger garments. The patient's doctor suggested the patient take benadryl and advised the patient to return the equipment. Follow up indicated the irritation improved. Supplemental report (B)(6) 2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on her back. The irritation was described as an itchy rash under the therapy pads. The patient reported the garment was too tight. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was remeasured and issued larger garments. The patient's doctor suggested the patient take benadryl and advised the patient to return the equipment. Follow up indicated the irritation improved.